Manufacturer narrative:
The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.". E3 - occupation was patient/consumer h3: na.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(6). At 7:38 am, the result from the meter was 4.6 inr. At 7:40 am, the result from the meter was 4.4 inr. At 8:07 am, the result from the meter was 4.8 inr. Within an hour, the customer was tested in a laboratory using an unknown reagent and the result was 3.4 inr. The patient¿s warfarin dose was decreased from 3mg to 1.5mg on tuesday/wednesday/friday. The therapeutic range was 2.5-3.0 inr and the patient tests biweekly.